Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "improper shutdown" which were verified through a review of the event history log. Evaluation found the device to function as intended. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shutdown during transport. There was no known patient injury or medical intervention associated with this event. No additional information is available.